Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 3x18mm xience proa stent was unable to be implanted in the vessel. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 3x18mm xience proa stent was unable to be implanted in the vessel. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed MDR report, the following information was provided: the lesion location was to treat a heavily tortuous circumflex lesion. It was confirmed that it was not possible to push the stent to the lesion due to the heavy tortuosity. There were no deployment issues as the device never reached the target lesion to initiate deployment. A 2.5x15mm xience proa was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily tortuous anatomy resulting in the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience pro a device is currently not commercially available in the us; however, it is similar to a device sold in the us. H6 medical device problem code 3270 was removed.